Manufacturer narrative:
(B)(4): as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported whether an autopsy was performed. It was not reported if therapy were ongoing until the time of death. Additional information was requested, but is not available.